Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 9fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when removing the plunger from the proglide system, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique in the rcfa. Two proglide sutures were successfully pre-placed in the left common femoral artery (lcfa) using the preclose technique. The sheath was upsized to 16fr and the evar procedure was completed. Hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures from the four additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.